Event description:
It was reported that the right atrial (ra) lead has noise on the shock channel. It was noted that lead also has fractured. It was also noted that the lead had out-of-range impedance approximately a year ago. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead has noise on the shock channel. It was noted that lead also has fractured. It was also noted that the lead had out-of-range impedance approximately a year ago. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe the event or problem.

Event description:
It was reported that the right atrial (ra) lead has noise on the shock channel. It was noted that lead also has fractured. It was also noted that the lead had out-of-range impedance approximately a year ago. The lead was revised. The lead remains in use. No adverse patient effects were reported.